Event description:
On (B)(6) 2018 complainant stated girlfriend is allergic to latex and they purchased a latex alternative product. After use of the product, girlfriend had pain and localized swelling. Girlfriend sought medical attention from primary care provided and gyneacologist. They prescribed her antibiotics and told her to get benadryl and alieve. I don't have my receipt from the initial purchase.

Event description:
03/10/2018 complainant stated girlfriend is allergic to latex and they purchased a latex alternative product. After use of the product, girlfriend had pain and localized swelling. Girlfriend sought medical attention from primary care provided and gyneacologist. They prescribed her antibiotics and told her to get benadryl and alieve. I don't have my receipt from the initial purchase.